Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a subtotal colectomy procedure, the surgeon inserted the device into the cavity through a trocar and squeezed the handle to load with the second clip. He squeezed the handle to fire to the inferior mesenteric artery (ima) and then could not open the jaws. The device was stuck to the vessel. Inserted forceps through another trocar and, grasping vessel, then tried opening the jaws by force, but could not open the jaws. Inserted another clip applier into the cavity and fired two clips to the under and under parts of the site and then cut the tissue to remove the device. Oozing and bleeding occurred as a result of the issue. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. The status of the patient is no problem.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that when the device was stuck on the vessel there was a clip in the jaws. The handle could still be squeezed. The tissue that was resected was meant to be removed as part of the procedure. Some oozing, bleeding occurred.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one clip applier opened by the account. Visual inspection of the instrument noted the handle was flaccid and not attached to the internal components. A partially formed clip was in the jaws. The instrument was dismantled for visualization of internal components which revealed that the wishbone link which attaches the trigger to the firing mechanism had disengaged. The device remained on ratchet. The wishbone link was reattached to the trigger handle and the instrument was reassembled. The instrument was then found to cycle without binding. Eleven clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Replication of the disengaged wishbone link condition may occur if the handle is forcefully pulled open prior to fully completing the full handle compression. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.